Event description:
It was reported that a spectrum pump underinfused while infusing an unspecified chemotherapy drug (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). There was additional information received from the customer regarding patient involvement/injury along with products/devices used with the baxter spectrum pump.

Event description:
New information from the customer: it is the units policy to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. Additional information was provided by the customer regarding clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp/non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, under infusion of unspecified chemotherapy drugs, which was not confirmed or reproduced during evaluation. The device passed flow rate testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-06734 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned for baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.